Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot # 202155). During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter showed no physical damage. Blood residue was observed in the balloons and luered tubings. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the icy catheter with lot # 202155.

Event description:
Two days after the ivtm therapy started, the customer noted a decreased saline in the bag. The physician followed the catheter leak check per IFU and suspected a pinhole leak in the icy catheter (lot# 202155) balloon. The physician terminated the temperature management therapy; however, the catheter was left in use for drug administration. No information was provided regarding the catheter placement location, the volume of saline infused, or whether the catheter insertion was smooth or difficult. No consequences or impact to the patient.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.